Event description:
Patient reported there is a leakage in the system in the connection zone between the insulin cartridge and the infusion set. Patient stated she has been presenting with alterations of her blood glucose levels since a month ago. Patient reported she detected insulin in the connection zone between the infusion set and the insulin cartridge with several different lots of the infusion set. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.